Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient was rewarming in an arctic sun device, but therapy kept stopping due to alarm 115 (prolonged warm water temp). Patient temperature (pt) was 36.6c (esophageal/foley to bedside reads 36.2c), targeted temperature (tt) was 40.8c, water temperature (wt) was 37c, flow rate (fr) was 2.5lpm, rewarm tab reads from 37c, rate 0.25c/hour to 37c, patient was 125kg with large pads, no universal pad in place. Explained patient this size would need a universal pad. If protocol allows, they could also consider adding warm blankets or bair hugger. Advised to keep close eye on skin due to the prolonged warm water exposure.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated that the patient was rewarming in an arctic sun device, but therapy kept stopping due to alarm 115 (prolonged warm water temp). Patient temperature (pt) was 36.6c (esophageal/foley to bedside reads 36.2c), targeted temperature (tt) was 40.8c, water temperature (wt) was 37c, flow rate (fr) was 2.5lpm, rewarm tab reads from 37c, rate 0.25c/hour to 37c, patient was 125kg with large pads, no universal pad in place. Explained patient this size would need a universal pad. If protocol allows, they could also consider adding warm blankets or bair hugger. Advised to keep close eye on skin due to the prolonged warm water exposure. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient was rewarming in an arctic sun device, but therapy kept stopping due to alarm 115 (prolonged warm water temp). Patient temperature (pt) was 36.6c (esophageal/foley to bedside reads 36.2c), targeted temperature (tt) was 40.8c, water temperature (wt) was 37c, flow rate (fr) was 2.5lpm, rewarm tab reads from 37c, rate 0.25c/hour to 37c, patient was 125kg with large pads, no universal pad in place. Explained patient this size would need a universal pad. If protocol allows, they could also consider adding warm blankets or bair hugger. Advised to keep close eye on skin due to the prolonged warm water exposure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient was rewarming in an arctic sun device, but therapy kept stopping due to alarm 115 (prolonged warm water temp). Patient temperature (pt) was 36.6c (esophageal/foley to bedside reads 36.2c), targeted temperature (tt) was 40.8c, water temperature (wt) was 37c, flow rate (fr) was 2.5lpm, rewarm tab reads from 37c, rate 0.25c/hour to 37c, patient was 125kg with large pads, no universal pad in place. Explained patient this size would need a universal pad. If protocol allows, they could also consider adding warm blankets or bair hugger. Advised to keep close eye on skin due to the prolonged warm water exposure.